Manufacturer narrative:
The initial reporter was the patient's parent. No further specifics were provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's parent via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 832 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient had consistent symptoms of bradycardia and seizure activity post refill. The caller stated sometimes it was right after a refill and sometimes it would be two weeks post refill. The caller was not aware of any volume discrepancies. The representative had reached out to the patient's health care professional (hcp) regarding the symptoms but had not heard back yet. They were unsure if the symptoms were related to the device or therapy. The patient's weight was unknown. No further complications were reported.